Manufacturer narrative:
(B)(4). The explanted device is expected to be returned for analysis. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient had routine outpatient labs drawn on 02/17/2016 which revealed lactate dehydrogenase (ldh) levels of 244 u/l (100-210), a pt of 30.7 (9.2-11.8), and an inr value of 2.9 (no reference). The lvad coordinator called the patient on (B)(6) 2016 in regards to results. The patient denied any shortness of breath, signs or symptoms of heart failure, or any blood in their urine. It was reported that all other labs were stable. The patient stated that he did have elevated estimated pump flows of 10.5 lpm and pump powers of 8.6 w the week before and at that time felt fluid overloaded. The patient stated that he increased his lasix dose and lvad numbers returned to normal. On (B)(6) 2016, the patient was admitted for further treatment. On admission, the patient's ldh levels were 936 u/l (100-250), pt 35.7 (9.2-13.0), and inr 3.27 (0.90-1.20). The patient underwent a v-scan at the bedside which revealed signs of pump thrombosis. The patient reportedly continued to have high estimated pump flows into the 10 lpm range overnight. On (B)(6) 2016 the patient was started on dipyridamole and discontinued from coumadin. The patient continued on aspirin. On (B)(6) 2016, an echo ramp study showed good pump function but at high power levels and the aortic valve remained closed. However, the patient's ldh continued to increase. On (B)(6) 2016, IV heparin was started. The patient underwent a right heart catheterization as part of a workup for heart transplant due to pump thrombosis. On (B)(6) 2016, the patient was started on dobutamine due to subjective symptoms of low output state and the following day, coumadin was restarted. On (B)(6) 2016, the patients ldh levels were 2032 u/l and the following day, the patient underwent a pump exchange due to suspected thrombus.

Manufacturer narrative:
Device evaluation: the evaluation of the returned pump confirmed the report of suspected pump thrombosis. A tissue-like thrombus formation was adhered around the inlet bearing ball. The thrombus appeared to have formed in laminated layers and showed evidence of denaturing indicating that the deposition likely formed around the bearing over an undetermined amount of time while the pump was operating. Additionally, a loose tissue-like deposition was present surrounding the outlet bearing ball. Although its specific origin could not be conclusively determined, the deposition lacked lamination and was not adhered to the outlet bearing ball, which suggests that it did not originate from this location. The deposition showed darker areas of potential denaturing, indicating that the deposition was likely present in the pump for an undetermined amount of time while the pump was operating. The observed depositions would have potentially contributed to the reported elevation in the patient¿s lactate dehydrogenase level and caused increased resistance on the spinning rotor, resulting in the reported elevation in pump power. Examination of the pump bearings, rotor, and blood contacting surfaces did not reveal any anomalies. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process. The pump operated as intended. Device thrombosis and hemolysis are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.